Event description:
It was noted by staff that aquarius was programmed to remove 40ml/h of fluid, yet removed 262ml of fluid in a 1.5h period. The machine was checked by 3 different experienced users and treatment was electively stopped. Patient- no adverse problems. Successfully treated on another aquarius..

Manufacturer narrative:
Evaluation summary-edwards has received for some aquarius versions, reports of a balance alarm that is triggered when a deviation during treatment between the programmed value and actual value occurs. By overriding the balance alarm repeatedly without solving the issue (closed clamp, kinked line etc¿) it is possible to remove or to give too much fluid to the patient. In extreme cases this could result in hypovolemia or hypervolemia and result in serious injury or death. There are clear instructions in the operating manual and help screens to instruct the user. Advise on action to be taken mentioned in a field safety notice sent out in 2008, and follow- up in 2009: fluid balance alarms should not be overridden ¿ they should be investigated and a root cause found and fixed. For aquarius software version 6.02 a design change has been initiated to implement total fluid loss management. This will stop treatment if a fluid balance alarm is not resolved. Implementation of the upgrade aquarius software version 6.02 is scheduled for q1 2010. For software version 4.01.11 and 4.01.12 a design change has been initiated and implementation of the upgrade is scheduled for q3 2010. The customers received together with the fsn in 2008, an errata sheet to be placed in their opm, with a warning about not overriding fluid balance alarms. No fault found. Very likely caused by a user error. Alarm was overriden several times. 2005.

Manufacturer narrative:
Manufacturing year -2005. Device not returned.